Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2025. During the procedure, after a successful dilation, the balloon burst. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with the original device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results. The returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection found only the detached balloon was returned, with evidence of burst. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was confirmed. The results of the analysis performed on the returned device found that only the balloon detached was returned, with evidence of burst. The burst found in the balloon is likely to have occurred due to procedural factors encountered during the procedure or it can be due to excess pressure. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with any kind of a sharp surface during or previous to the procedure could create friction on the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2025. During the procedure, after a successful dilation, the balloon burst. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with the original device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.